Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: libra lead, model: nmd0004, UDI: n/a, serial: n/a, batch: n/a."

Event description:
It was reported that the during an ipg replacement surgery for normal depletion the surgeon stated that the ipg was flipped. It was concluded the patient must have flipped the ipg backwards. Also, during surgery system diagnostics recorded high impedances. It was first thought to be the extension and was explanted and replaced but the issue persisted. It was determined the high impedances were on the lead and upon further investigation the lead was damaged and frayed. The surgeon had difficulty inserting the lead into the new extension. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Surgical intervention may take place at a future date to address the lead. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. Correction - section h6 - code correction. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.